Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 270 (mg/dl). Customer administered a correction bolus, exercised, and drank water to treat bg level. Recommendation was made to consult with health care provider to discuss diabetes management.